Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a stinging nose, red eyes, headache and lung cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged sound abatement foam became degraded and caused a stinging nose, red eyes, headache and lung cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an interior and exterior investigation. Interior investigation: there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a dark gray residue located on the bottom enclosure. There is a dark colored dirt/dust contaminate present around the blower box outlet. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam. In this report, section h6 has been updated.